Manufacturer narrative:
Based on the lot history review the used product complied with all manufacturing specifications leading to final device release. In reviewing manufacturing and quality records, no relevant manufacturing process changes were implemented that could have led to the event reported. No manufacturing anomalies or deviations, which may have caused or contributed to the event reported, have been identified. Based on the investigation of the returned catheter sample the alleged deployment failure could not be confirmed. The safety clip was found in place and the three deployment modes were found unused. Furthermore, during evaluation stent deployment could be successfully initiated with each deployment mode independently. A guide wire was found stuck in the guide wire lumen and the stent was found partially released 1 mm so that it was concluded that the system could not be successfully advanced to the lesion site. A manufacturing related issue could not be identified. Potential factors that could have led or contributed to increased friction inside the inner catheter have been evaluated. Previously reported similar complaints were reviewed to find a root cause. The reported problem may be handling related as rough handling can cause a narrowed guide lumen. Insufficient flushing may be a contributing factor as this may increase the friction between guide wire and inner catheter. The event reported may also be related to a difficult anatomy as a heavily calcified or tortuous vessel can cause increased friction. Based on the sample evaluation no indication for a manufacturing related issue could be found. Based on the information available a definite root cause for the reported problem could not be determined. In reviewing the labeling supplied with this product it was found that the instructions for use (IFU) sufficiently address the potential risks. The IFU states "examine the stent and delivery system device for any damage. If it is suspected that the sterility or performance of the device has been compromised, the device should not be used." And "visually inspect the distal end of the delivery system catheter to ensure that the stent is contained within the sheath. Do not use if the stent is partially deployed." Regarding flushing of the device the IFU states: "flush the inner lumen of the device with saline prior to use. ¿ furthermore, the IFU states "if resistance is met during delivery system introduction, the system should be withdrawn and another system should be used." This application represents an off-label use of the device. Based on the labeling supplied with this product the lifestent biliary stent system is intended for use in the palliation of malignant strictures (neoplasms) in the biliary tree. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that during placement of several stents in the iliac artery over the same guide wire, one stent could not be deployed as the delivery system became blocked. Another stent of the same size was implanted to complete the procedure successfully. There is no reported pt injury.

Manufacturer narrative:
The device history records are being reviewed. The event is currently under investigation.